Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor. It was reported the patient had a lot of pain where the ins was located. The patient reported slipping on ice 2 days prior to the report on (B)(6) and being jolted in the car when her husband slammed on the brakes. The patient clarified the jolting was her body jolting forward and not the ins jolting. The patient noted the pain began after she slipped on the ice on (B)(6) and got worse after being jolted in the car on (B)(6). The patient noted she contacted her healthcare professional (hcp) but was waiting to hear back. There were no further complications that have been reported as a result of this event.